Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an unlock malfunction on the device¿s user interface, consistent with a known issue, and was advised allowing the device to power down and restart, after which the issue was expected to resolve; blood glucose use was not affected. Symptoms included a temporary inability to interact with the touchscreen to unlock the device. Outcomes included no injury, no alarms, and no interruption to insulin dosing as reported. Investigation included remote troubleshooting and user education. Investigation of this case revealed a recurrent software-related user interface lock behavior with no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was a known device software behavior mitigated by restart.